Event description:
(B)(4) distributor was informed that a pt began to desaturate during a bronchoscopy so he removed the bronchoscopes from the intubation tube. During removal it is unclear if the pt bit down on the intubation tube (and scope) or if the scope became temporarily jammed in the tube damaging the distal end of the scope. Dark gray lubricant was left in the intubation tube. The pt's trachea was lavaged with normal saline and suctioned with a second bronchoscope. The pt was stabilized and the examination resumed. The pt is in stable condition.

Manufacturer narrative:
On (B)(4) 2012, (B)(4) (fmsu) distributor was informed of subject event. Customer returned their bronchoscope and intubation tube (MFR: mallinckrodt; cat no: 86111) to (B)(4) for eval. The returned endoscope was examined and the distal end was completely detached from the insertion portion and internal components were exposed. Due to the condition of the returned endoscope only a visual examination and limited functional testing could be performed. A dent on the distal tip was evident from the pt biting the tracheal tube either during insertion/removal of the bronchoscope. The gray material found inside the tube is from the lubricant (molycoat) which is normally sealed inside the insertion tube. (B)(4) also found a swivel connector (MFR: sontek; cat no: 1003) attached to the intubation tube. It is possible that the user inserted the bronchoscope into the wrong opening. The bsa (bending section assembly) and isa (insertion section assembly) were deformed most likely due to excessive force being applied as the physician tried to remove the scope. The cause for this incident can be attributed to user handling. Other remarks: the repair history for the subject scope shows no repair has been performed since it was sold to the customer ((B)(4) 2007). No signs of repair performed by a third party and appear to have OEM parts. To date, no other incidences have been reported involving this sn scope. This report is being submitted as a medical device report in an abundance of caution.